Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. After initial placement, lead had no current injury. It was repositioned. This time there was current injury. Slightly later, lead dislodged. Repositioned again. This time lead exhibited higher thresholds. This lead was therefore removed and replaced per physician decision. No adverse patient effects were reported.